Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the moderately calcified iliac artery. An 8.0mmx40mmx135cm sterling balloon catheter was advanced for dilatation. However, during the first inflation at 14 atmospheres for 1 minute, the balloon ruptured. The device was removed and the procedure was completed with a different device. There were no patient complications nor injuries reported and the patient was in good condition.

Manufacturer narrative:
(B)(6).